Manufacturer narrative:
(B)(4). Concomitant medical products- delta cer fem hd 32/0mm t1 m t1, item # 650-112, lot # 3386519 (remains implanted), rloc-x arcomxl h/w 50/32mm 23 23 item # xl-053250, lot # 30388546 (remains implanted). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00379 and 3002806535 - 2018 - 00380.

Event description:
It was reported that patient underwent right hip arthroplasty and subsequently due to pain in the right hip when sitting in the chair, the patient was seen by the surgeon. Patient was diagnosed with trochanter bursitis which was treated with a steroid blockade.